Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient was unable to connect to generator and they received an end of service message. Patient does not have access to therapy. Patient may undergo surgical intervention to resolve the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient underwent surgery on (B)(6) 2020 wherein their implantable pulse generator (ipg) was explanted. Patient is stable.